Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge was at 30 units; however, decreased to 14 units and the customer felt that the insulin gauge decreased more than expected. Although requested, the customer declined to perform troubleshooting with tandem technical support. There was no impact to the customer's blood glucose level.